Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on peritoneal dialysis (pd) was hospitalized and has switched dialysis modality as further testing would be conducted for a possible right sided diaphragmatic leak. There were no reported allegations that the event was caused by pd treatment or fresenius products. In additional follow-up, the reporting pd nurse confirmed that on (B)(6) 2026 this patient experienced shortness of breath during pd treatment with the fresenius cycler. Per the nurse, the patient did a stat drain, ended the pd treatment and went to the hospital. It was reported that the patient underwent a chest x-ray in the hospital which revealed a right sided pleural effusion. As a result, the patient was switched to hemodialysis modality. The nurse indicated that the patient received two hemodialysis treatments while hospitalized and was subsequently discharged on (B)(6) 2026. The nurse stated that the patient needs additional testing via a nuclear scan (that is delayed to insurance issues) to determine if there are any structural/anatomical defects in the patient¿s diaphragm/thorax. The nurse stated currently it has not been confirmed that the patient has a pleural-diaphragmatic leak (an abnormal passage between the abdomen and the space around the lungs). Per the pd nurse, the patient was completing pd treatments with the fresenius cycler prior to this event. Additionally, the nurse confirmed that this event is not suspected of being caused by the fresenius cycler. The patient currently continues outpatient hemodialysis while awaiting further testing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s pleural effusion characterized by dyspnea. Pleural effusion is not uncommon in patients undergoing peritoneal dialysis due to the potential for migration of pd fluid under pressure from the peritoneal cavity into the pleural space. Due to the temporal relationship between the use of the fresenius cycler to deliver pd solution, the device cannot be excluded from the event. However, currently there is no allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused this event. The patient has been switched to hemodialysis modality pending further medical testing to evaluate for possible pleuro-diaphragmatic/thoracic structural/anatomical anomaly.